Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "large helium leak alarm, iab failed leak test". Additional information states that the iab was planned to be removed. It is unknown if another iab catheter was inserted. The patient's current condition is also unknown. At the time of this report, the customer has not responded to our requests for additional information. If more information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "large helium leak alarm, iab failed leak test". Additional informaiton states that the iab was planned to be removed. It is unknown if another iab catheter was inserted. The patient's current condition is also unknown. At the time of this report, the customer has not responded to our requests for additional information. If more information is received, the complaint file will be updated.